Manufacturer narrative:
Customer was reported with a loaner unit while a replacement gas bench was ordered.

Event description:
Customer reported an error message on the gas module ii monitor, which may have affected gas monitoring. No pt injury was reported.